Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report the liberty cycler has a screen brightness problem during power up. Display brightness was set to 10. Patient rebooted cycler, but screen remained dim. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will perform alternate treatment. There was no patient harm or adverse event, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, they display was dim. It was identified that the cause for the dim display was due to an internal short and scorch marks present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.